Event description:
Customer's spouse reported hospitalization due to high blood glucose readings and diabetes ketoacidosis. Customer's blood glucose reading at the time of the hospitalization was 490 mg/dl. Customer reported symptoms of vomiting and feeling sick prior to the hospitalization. Customer was treated with insulin drips at the hospital. Customer stated that his high blood glucose readings would not go down with a bolus. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. A low reservoir, no delivery and low battery alarms were noted in the alarm history. Trough troubleshooting a bent cannula was also noted. High pressure test was also performed and passed. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.